Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.2cm abdominal aortic aneurysm. It was reported upon completion of the index procedure, an unknown endoleak, such as a type ia, type ii or type IV, was noted. On an unknown date it was noted that the aneurysm had enlarged in diameter. Another manufacturer's aortic extension was implanted to exclude the possibility of a type ia endoleak. The endoleak was slightly resolved. Further information on the endoleak is unknown. As per the physician the cause of the event cannot be determined. It was reported that intervention was carried out on the unknown endoleak approximately 2 years post the index procedure which resolved the endoleak. No future interventions have been planned. No clinical sequelae were reported, and the patient is being monitored.